Manufacturer narrative:
Product complaint #(B)(4).

Event description:
The patient was revised due to infected hip. Surgeon explanted components revising with prostalac spacer. Doi: unknown, dor: (B)(6) 2021 (left hip).